Manufacturer narrative:
Further information has been received indicating the introducer was used off label and was not peeled away. H6, medical device problem code, has been updated.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp was placed via the femoral artery, via the 14fr introducer, to support the 57-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Any other cardiac or systemic comorbidities are unknown. The pump was supporting when after 5 days the patient was coughing and having suction alarms as a result. The patient was coughing blood, and so the team stopped the heparin and repositioned the pump to allow for better positioning. The team explanted the pump the following day and to do this, the 14fr sheath was removed first. The retention of the 14fr was against the IFU recommendations. The sheath was peeled away on day 6 and there was thrombosis observed. The vascular surgery team cut down and removed the clot burden. The team was notified there was thrombus in the right atrium, right ventricle, pulmonary artery, left ventricle, and femoral artery.

Manufacturer narrative:
H6 investigation type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the use-against-labeling issue was most likely use-related. Thrombosis: the cause of the injury was not determined due to insufficient clinical details.